Manufacturer narrative:
The reported complaint of an alp discovered in evvi set at time of interrogation was confirmed. The investigation confirmed that the parameter set read by the pgsw from the lp during initial interrogation failed its crc integrity check, and thus the pgsw concluded that the parameter set was invalid. Per design, when an invalid parameter set is detected, the pgsw automatically commands the lp(s) to transition to a known-safe parameter set, which for aveir lps is the evvi/backup set. Importantly, the lp associated with this per was not operating in the evvi set prior to this interrogation.

Event description:
It was reported the patient presented post-implant procedure. During interrogation, it was difficult interrogated the atrial leadless pacemaker (lp) over conductive telemetry. Telemetry was established and the lp was found in reset mode. The lp was successfully restored. The patient was discharged following the device check.